Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient receiving treatment with continuous renal replacement therapy (crrt) using a prismaflex st150 set died. This event was further described as, ¿the absorptive capacity of st 150 meant that the prescribed antifungals could not be administered to the patient during his cree (adsorption of these molecules)¿. It was not reported if an autopsy was performed. The process step in which this occurred was not specified and it was not reported if the patient was connected for crrt at the time of death. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.